Manufacturer narrative:
Event date is estimated to be in 2021.

Event description:
It was reported that during a remote follow up, undersensing was noted on the device. Abbott technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was in stable condition.